Event description:
The device was received by the manufacturer for repair due to pole clamp jamming. Upon receipt, the device delivered below the specification of +/- 5% of set volume to be delivered. The device was not being used on a patient at the time.

Manufacturer narrative:
Upon receipt, the device was found to deliver outside of specification (low) at some settings. The worn carriage, carriage driver, and valve required replacement.